Event description:
Ref imp# (B)(4).

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). No sample was available for evaluation. In a follow up call to the facility,t he reporter confirmed that the pt was fine - "just upset and angry". The reporter confirmed that she could not provide the lot number and/or possible lot number that may have been used at the time. Without the actual sample and/or lot number, a thorough investigation could not be performed an no specific conclusion can be drawn as to the cause of the event. A historical review of our complaint database did not identify any adverse trends associated with product code #(B)(4). If additional pertinent information becomes available, a follow up report will be submitted. A follow up report will be submitted when the investigation results become available.